Event description:
It was reported that during the drive train test, the device gets to 14.9 lbs and then gives a motor rate error message. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704. UDI information is unknown. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. Visual inspection was performed and the following observations were noted: cracked on top case by the tube holders. Tamper seal was broken on bottom case. Functional testing and occlusion tests were conducted. The device passed all testing. The reported issue was unable to be confirmed. However, the root cause is suspected to be normal wear and tear due to age of device. Replaced motor assembly, worm gear, leadscrew and clutch halves. Device occlusion test and functional tests all passed again after repair.